Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient with electrodes (age & gender unk), there were no pacer spikes displayed on the screen. Another set of electrodes were attacehed and pacer spikes were observed along with muscle reaction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfucntion.